Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's esc and act buttons were unresponsive. The device then alarmed button error. No further details were provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted. However buttons did not respond due to corroded keypad traces.